Event description:
During a laparoscopic sigmoid colectomy procedure, the device would not close. The staples were not formed on the 4th firing. The procedure was completed with another device. There was no patient consequence.